Manufacturer narrative:
Section a5, ethnicity: the customer responded, ¿american". Section a6, race: the customer responded, "caucasian". Device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was planned to be explanted from the left eye because the patient was not seeing well at any distance. Additional information received revealed that the left iol was subsequently explanted because the patient was never able to read without glasses, and her distance vision always felt blurry. The patient was unable to perform daily activities without frustration. There was no patient injury such as a capsule tear. Pre-operative uncorrected and best-corrected visual acuity 20/40. Post-operative uncorrected and best-corrected visual acuity os: 20/30. The iol was replaced with a non-johnson and johnson lens model lal 22.00. No patient injury was reported. Both eyes were implanted with a jnj iol and were affected. However, to date only the left eye has been explanted. No further information is available.